Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. A portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient heard a single chirp noise from the system controller as if there was a need to exchange batteries. When the patient checked the system controller, the patient saw that the pump speed was 9200 rpm and the estimated flow was 3.4 lpm. The patient was completely asymptomatic and did not alert the hospital's mechanical circulatory support (mcs) team. The patient called on (B)(6) 2015 to be seen for a head cold. During vad interrogation, the mcs team found two episodes where the pump had stopped. Low speed advisory, low flow and pump off alarms were reportedly seen on the event history screen on (B)(6) 2015 at 9:47 pm and on (B)(6) 2015 at 10:08 pm. The patient did not know that the pump had stopped and did not feel the pump stoppage. The patient heard only the one chirp noise from the system controller and no other alarms. The system controller log file was submitted to technical services for evaluation and the pump stoppage and pump speed reductions were confirmed during the analysis. The issue appeared to only occur while the system was connected to the power module. A potential issue with the driveline was suspected and a replacement of the external portion/distal-end of the driveline was requested. The distal-end replacement was completed on (B)(6) 2016; however, it was reported that another pump stoppage occurred at approximately 1:00 pm on (B)(6) 2016. A pump exchange was completed on (B)(6) 2016. No further issues have been reported.